Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) minicaps were fractured in the thread which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) minicaps were fractured in the thread which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: twelve (12) actual samples were received for evaluation. All samples were not in the original packet but in a plastic bag not used in the manufacturing process. It was not possible to determine the lot numbers on all the samples. A visual inspection with the naked eye was performed on twelve (12) samples. Ten (10) of the samples noted the cap was broken. Two (2) of the samples had no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.